Manufacturer narrative:
The sponsor and site assessed the ruptured aneurysm event as related to the device and the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type IV endoleak was assessed by the sponsor and site to be related to the endurant and procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec adjudicated the event as related to device, procedure and aneurysm; ruptured aaa - device failure, event within 2 weeks of s econdary procedure for aaa. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c93ee, serial/lot #: (B)(4), ubd: 21-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in patient for endovascular treatment of a 64 mm diameter fusiform abdominal aortic aneurysm. The left hypogastric artery was embolized prior to the index procedure. It was reported the patient presented with a ruptured aneurysm. The patient was transferred to another facility the next day where the patient was brought to or for intervention. It was said the operative noted suggested there was a type ia endoleak/type 4 endoleak/hole in graft fabric near flow divider. It was also noted there was fat stranding on the left side of the aneurysm. The patient was treated in ICU for a post-operative complication of significant heart failure. The patient went into cardiac arrest and subsequently expired. The sponsor and site assessed the ruptured aneurysm event as related to the device (endurant) and not related to the procedure. No cause of the endoleak was reported. No additional clinical sequalae were provided.